Event description:
It was reported that a patient experienced a hernia recurrence approximately 18 months after recurrent ventral hernia repair with ovitex. Upon re-operation it was noted that the device appeared to have torn away from the suture fixation on the perimeter of the device.

Manufacturer narrative:
Without direct assessment of the surgical site, it is not possible to determine whether the suture tore through the patient's tissue or the ovitex device. Further, it was reported that the patient returned to physical activity before the physician recommended date which may have also caused or contributed to this hernia recurrence.